Event description:
It was reported the lead was explanted and replaced due to inappropriate shocks. No further patient complications were reported as a result of this event. Additional information received reported the impedance had been greater than 3000 ohms and a lead fracture was suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; distal segment returned and analyzed. It was reported the lead was explanted and replaced due to inappropriate shocks. No further patient complications were reported as a result of this event. Additional information received reported the impedance had been greater than 3000 ohms and a lead fracture was suspected. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of shock, inappropriate.